Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was more than 25 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing at pinch valves vl95/98 was disconnected from the fitting. The tubing at pinch valves vl95/98 was replaced at the retic clear pump, pm6. In addition, the fse noticed high differential background count and replaced the erythrolyse pump to resolve the issue. As a preventative measure, the fse loaded new reagent with the same lot number. Repairs were verified per established procedures. (B)(4).